Manufacturer narrative:
A specific root cause for the event could not be determined. The product was not returned for investigation. : the customer did not return any product.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that he believes his device measures too low. He states that was the reason for a sustained low inr and thrombosis which he now has on his heart valve. He stated he was hospitalized for two days because of an untreated low inr. Via his email, he further communicated that he obtained a 2.5 inr on his coaguchek xs meter (serial number unknown compared to a laboratory result of 1.9 inr. The date and time of these measurements were not provided. The laboratory method is unknown. The email further stated that at the hospital there was another discrepancy of a result of 3.4 inr on the meter compared to a laboratory result of 2.78 inr. It is not known if the results were from capillary or venous blood. The date and time of these measurements were not provided; however, he stated that the measurements were carried out at the same time. The laboratory method is unknown. Further details of the event and the results were originally requested via email and then three times by phone without success. There is no further information available.

Manufacturer narrative:
Outcomes attributed to ae was updated.